Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, but all conductors were distorted. Additional comment by the investigator, "this lead doesn't have a helix, not an active lead".

Event description:
It was reported that during the implant procedure prior to advancing the lead into the introducer, the physician could not extend the helix. The helix jammed. The device was not implanted. No patient complications have been reported as a result of this event. Patient status was "ok".